Event description:
It was reported there was no effect on channel 2 and the impedance was over 40.000 ohm on channel 2; electrode pole 8-11. After surgical exploration and testing of the individual implanted components (lead, extension and activa pc) it was concluded that all components were working fine. The activa pc was therefore not explanted. Revision date is 2009, when we did a surgical exploration of the implanted system. But we did not explant the device.